Event description:
Began to have symptoms immediately after surgery of painful intercourse and more discharge. Increase of yeast infections, severe abdominal pain, and pain increasing after intercourse lasting for months. Chronic inflammation around urethra more severe than ever before with constant issues with any sexual contact. More issues with bowel than ever before. Constant cancelling of appointment with urologist, as he blamed it on interstitial cystitis, performing very painful cystoscopy in office, which left even more inflammation and pain in the region to the point, no appointments were made any longer until sight was made that the bladder sling was in question, which finally explained symptoms reasonably. Upon return to both surgeons, questions were ignored, so sought out second opinion. I have yet to convince doctors, since the main urologist that tortured me with interstitial cystitis treatments for instead of treating the cystocele proper, gave painful cystoscopes in office. Having just retired a couple of months ago, I was able to go in for a second opinion and am scheduled for a cystoscope under anesthesia. If that does not show the problem, I must go to (B)(6) due to the limited amount of understand here in my county, which I will do.